Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. At the very beginning of the branch ligation, when the pa inserted the cutter into the canula, and then into the patient, the pa went to cut the first branch and noticed the cutting wire had come loose and out of the jaws of the cutter. They tried to cut one branch and it didn't work. They immediately opened a new device and finished the case without issue, as the new device worked perfectly. No harm or injury to the patient. No parts fell off into the patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/11/2022. An investigation was conducted on 08/17/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The heater wire was also observed to be twisted at the center of the heater wire. The clear silicone insulation was observed to be intact, with no visual defects observed on either the cold or hot jaws. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device, as well as the evaluation results, the reported failure "failure to cut" was confirmed as well as confirmed for the analyzed failure "material twisted/ bent wire". A lot history record review was completed for lots 25161993, 25162024 and 25162044 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Trackwise ID # (B)(4). Updated section: b-4, g-4, g-7, h-2, h-10, h-11. Corrected section: h-6 "material twisted/bent" to "failure to cut".